Event description:
During use of the device for a surgical procedure, the user reported the monitor would not display the hematocrit or hemoglobin readings. The user reported only dotted lines were visible where readings were expected to be displayed. The user shut down the monitor and cleaned it, then restarted the monitor and recalibrated, but the dotted lines remained and no readings were displayed. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.